Event description:
Sharp kerrison tips disengaged from handle when hit against another instrument during surgery and became stuck on the bone and had to be physically removed by the surgeon. Product was used in lumbar spine. No pt injury was reported.